Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfilling with the incident lot was observed. Additionally, the customer samples, along with retention samples selected from bd inventory, were draw tested and upon completion, the issue relating to underfilling was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the bd vacutainer® lh 68 i.u. Plus blood collection tube had a low draw during blood withdrawal, "only half volume, occurrence about 40-50%". This event was reported to have had 40 separate occurrences.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lh 68 i.u. Plus blood collection tube had a low draw during blood withdrawal, "only half volume, occurrence about 40-50%". This event was reported to have had 40 separate occurrences.